Event description:
On (B)(6) 2012, it was reported that a physician was having an issue with her programming system. The physician stated that the device had not been communicating consistently with various patients over the last couple of weeks ((B)(6) 2012). On (B)(6) 2012, troubleshooting was performed. It was determined that the programming wand was not the issue, and the issue was isolated to the handheld device and serial cable; however, it was unclear if the serial cable or the handheld device was causing the issue, as it was stated that the intermittent communication continued with both components. The handheld device and software flashcard were received on (B)(6) 2012 and are currently undergoing product analysis.

Manufacturer narrative:
.

Event description:
Product analysis was approved on (B)(6) 2012. An analysis was performed on the returned handheld. No anomalies associated with the handheld were noted during testing. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.